Event description:
It was reported that the pump had error 41100 on start up with a red screen and additional code 1/3004/0/2. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had bubbled dso (downstream occlusion) seal. Functional testing performed. Checking the ehl (event history log) confirmed the customer's complaint. The root cause was the faulty mainboard. Mainboard was replaced. Device has since passed all functional and accuracy testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.